Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the customer's infusion sets were not sticking to her skin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because a used infusion set was returned.